Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that several episodes of non-sustained rv oversensing were observed on the ventricular channel due to noise. Some noise was seen on the atrial channel simultaneously, indicating that the noise might be external. The patient was asymptomatic. No programing changes were recommended. The patient is in stable condition.

Event description:
New information states that noise was observed on the right ventricular channel. The noise could not be reproduced in the clinic. Chest x-ray was discussed but not performed. Programming changes were made and the issue was resolved. Patient is in stable condition.